Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his screen was scratched and he could no longer read the screen. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated for the physical damage and the customer could not identify how the scratches occurred; the customer believed that it was only normal wear and tear. The customer also had no delivery alarms but troubleshooting resolved the issue; the insulin pump was working as designed. However, the customer was advised to discontinue use of the insulin pump due to the scratches and to revert to a medically prescribed back-up plan. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no excessive no delivery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.